Manufacturer narrative:
After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the reported bleeding/bruising could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 200, 300, 400 and finally 425 mg/dl despite multiple corrections. The pod was worn between 36 and 48 hours on the leg. The pod was reportedly leaking insulin during wear. Bruising was also noted. As treatment, the pod was removed, a new pod was applied, and the basal rate was increased.